Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced due to the patient having cycled his device early and disrupted the graft on the right side. The cylinder and pump were replaced with a shorter cylinder and a new pump. The patient outcome is that he has fully recovered from this surgery. No other patient complications have been reported in relation to this event.